Event description:
A (B)(6) year old female pt's spouse contacted zoll customer support to report a service code 204. Review of the pt's downloaded data confirmed the code 204, as well as can comm timeouts and abnormal shutdowns. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the trunk cable connector would not securely connect with the monitor. The cause of the code 204, can comm timeouts, and abnormal shutdowns is a disruption in communication between the electrode belt and the monitor. The cause for the disruption in communication is the inability to properly connect with the monitor. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause cannot be positively identified. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.